Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient still experienced incontinence with an artificial urinary sphincter (aus). The physician believed the existing cuff might not be tight enough leading to a second cuff being implanted. There were no device malfunctions noted with the existing device. The patient was said to be recovering following the procedure.